Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Trident cup trial was difficult to re-thread impactor into making it difficult to remove from patient. Surgeon had to use other means to get out. Surgeon used a bone hook and hammer to remove the trident cup. This was a right hip.

Manufacturer narrative:
An event regarding "assembly issues" involving a cutting edge impactor was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Trident cup trial was difficult to re-thread impactor into making it difficult to remove from patient. Surgeon had to use other means to get out. Surgeon used a bone hook and hammer to remove the trident cup. This was a right hip.